Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a closure on a laparoscopic procedure, while performing a continuous stitch, the needle broke completely. A new device was used to complete the case. There was no injury.